Manufacturer narrative:
Reference the following medwatches with patient identifiers for the following systems: case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
Customer reportedly received the following results on customer¿s aviva meter, compared to another aviva meter, within 10 minutes: 371 mg/dl (system 1, lot 496947) and 97 mg/dl (system 2, lot 496943). Two different vials of test strips were used in the comparison. No serious injury reported. Requested return of suspect device for evaluation and replacement was sent.